Manufacturer narrative:
Na.

Event description:
The customer reported that while using the accuchek inform ii meter (serial number (B)(4)) a blood glucose result of 58 mg/dl was obtained at 10:13 am and the blood sample drawn and sent to the laboratory at that time was reported as a result of 79 mg/dl. Later at 11:00 am a result of 64 mg/dl was obtained on the same meter. It was reporting that the neonate was feeling okay. No treatment was given based on any of the results. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent.

Manufacturer narrative:
The customer returned strips and the meter. They were tested with control solution. All returned results are within acceptable range. The allegation in this case could not be substantiated.